Event description:
The right ventricular lead was returned to the manufacturer after being explanted due to infection. The lead subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in the field action, the returned product testing found the device did perform as described in the field action. Product event summary: the partial lead was returned in segments and analyzed. A proximal portion of the lead was received measuring 45.3 cm. A medial portion of the lead was received measuring 45.3 cm. The analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo and the svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The proximal and distal conductor of the lead became extrinsically fractured due to a cut. Also, the rv (right ventricular) defibrillation coil and the exposed rv defibrillation coil became extrinsically fractured due to a cut.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to bacteremia infection. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.